Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# l57096, implanted: (B)(6) 1999, product type: catheter. (B)(4).

Event description:
It was reported that as of this date patient was to have an MRI. It was stated that "it's crystallized and via the MRI they are going to see if it's crystallized because they apparently can't get it to infuse." Per reporter pump was delivering morphine. Additional information has been requested; a follow-up report will be sent when it becomes